Manufacturer narrative:
The device was received for evaluation. During preventive maintenance testing, a system error 345 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the out of specification upstream thermistor. The upstream sensor assembly will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.